Event description:
Per the clinic, the device was explanted on (B)(6) 2022. Additional information has been requested but has not been made available as of the date of this report. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 07, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on may 29, 2022.